Event description:
It was reported that while in the ICU, a hole was located in the catheter placed in the pt's right neck, 23 cm from the catheter's tip causing leakage. As a result, the catheter was removed, and a new kit was opened and used without issue. A delay was reported, however, there was no harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). The sample was discarded.